Event description:
Boston scientific received information that during the replacement procedure of this pacemaker the setscrews were unable to be loosen. The physician used a pliers to cut the header of the pacemaker. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that all capture washers were bowed upwards, and the v-tip capture washer welds were fractured. All setscrews moved freely and operated normally. Laboratory analysis concluded that the damage was field induced.